Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.